Event description:
Customer alleges that they were unable to get art, pa swan and cvp pressures to work correctly on the monitor. Changing the bp cables corrected the issue. The monitor returned to normal operation.